Event description:
I went to (B)(6) for eval of my declining health problem. On (B)(6) 2016. I have had abnormal lab resulting from anemia, nor absorbing fat malabsorption, kidney failure, renal abnormalities. Nuclear pet scan was ordered on (B)(6) 2016. Showed bilateral subpectoral breast had ruptured. Left breast implant tiny lymph node noted. I had my breast implants done at (B)(6) hospital (B)(6). The surgeon informed me the implants were saline and was placed behind the muscle. Never said who made the implant. So when I received the report from my pet scan from mayo clinic, I was shocked to find out they had ruptured. The physician asked me if they were saline or silicone. The physician requested the surgery report from univ of iowa city hospital. The surgery report dated (B)(6) 1985 does not state any name saline or silicone. On the last page, I received label clinical notes, there are two label for the left and right breast. This is how I found the name dow corning corporation lot numbers. But no silicone or saline mentioned. I feel I was not told all of the facts at the time of my surgery. Just they were saline. I never questioned who made them, when the recall occurred in the 1980's I thought I had the saline and I was safe. I have had mammogram done and noted a problem. Now I have a serious problem. I have an auto immune disease. I have been in severe pain and had to retire early. I am an rn nurse and I don't know who to turn to. I was told it was too late to take action against the dow corning corp. How many women don't realize that they could have these implants and are suffering.